Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference pr(B)(4).

Event description:
An angiodynamics clinical specialist reported an event regarding two solero 14cm applicators. The unit was set at 120 watts for 6 minutes. A 14cm applicator was placed in the liver. At the very start of the ablation procedure, a high reflected power (hrp) message was received. The applicator had been activated once just before the hrp was received. The physician determined to switch the applicator for a new one. When the applicator was withdrawn for replacement, it was noted the tip had detached and remained inside the patient's liver. It was determined to not remove the tip at that time. A second probe was opened and placed. The procedure was completed with this applicator. When the applicator was withdrawn, it was noted the tip was discolored. It was indicated the reported device is available for return to the manufacturer for a device evaluation.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer did provide a photograph showing the "high reflected power" warning message on the solero display and the probe sample with ceramic tip detached. The ceramic tip looked like similar occurrences where a thermal event was likely root cause for ceramic tip detachment. The customer's reported complaint description of tip detached and high reflected power is confirmed based on the pictures provided. Although the event description is confirmed, a root cause of this type of event cannot be definitively determined. A review of the device history records was performed for the indicated lots for any deviation in manufacturing process related to the reported tip detached and high reflected power issue. The review confirmed that the lots met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports associated with the reported tip detached and high reflected power issue. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Event description updated with additional information: an angiodynamics clinical specialist reported an event regarding two solero 14cm applicators. The unit was set at 120 watts for 6 minutes and the applicator was tested with no noted issues. All 3 lesions were in the liver all measuring more than 2cm. The second lesion measured 2.4 x 2.8 cm. A 14cm applicator was placed in the liver. At the very start of the ablation procedure, approximately 6 minutes, a high reflected power (hrp) message was received. The applicator had been activated once just before the hrp was received.the physician determined to switch the applicator for a new one. When the applicator was withdrawn for replacement, it was noted the tip had detached and remained inside the patient's liver. It was determined to not remove the tip at that time. The message cleared once the applicator was removed. A second probe was opened and placed. The patient's third lesion was treated and the procedure was completed with this applicator. When the applicator was withdrawn, it was noted the tip was discolored.

Manufacturer narrative:
The reported device has not been returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
Returned for evaluation was a 14cm solero applicator. As received, the probe tip was detached but not returned for evaluation. The ceramic tip of the device was broken off at approx. 3mm from the shaft. This is the point where the semi-rigid outer jacket ends. Significant charring was evident at the break. The center conductor could not be seen inside the shaft. A thin mandrel went in approx. 2-3mm before stopping against something solid. Copper deposits were visible on the end of the shaft indicating a thermal event that melted the center conductor and fractured the ceramic tip allowing the tip components to detached. The cause of this type of thermal event is under investigation. The reported complaint description was confirmed; the distal portion of the ceramic tip was fully detached and not returned. The root cause of the tip detachment was a thermal event that fractured the ceramic tip, however, the root cause of this failure mode cannot be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the instructions for use, which is supplied to the user with the solero applicators contains the following statements; "inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. "The solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).